Event description:
Information received by medtronic indicated that the patient had transient st elevation 200 seconds into the first ablation in the left superior pulmonary vein. The st elevation resolved after approximately 3 minutes and the cryoablation procedure continued and was completed without further issues. There were no device issues noted during the procedure. When the device was returned, analysis showed a leaking hemostatic valve. Reportable based on analysis completed on (B)(4) 2014.

Manufacturer narrative:
The returned device was visually inspected and functionally tested. Visual inspection showed that the device was intact with no apparent issues. A leak was observed when a test cryoablation catheter was introduced through the sheath during the flush and aspiration process. Observation through the microscope showed the hemostatic valve was leaking; valve was torn. An internal CAPA has been initiated to investigate the condition found. This report will be recorded and trended.